Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient implanted with a neurostimulator for spinal pain. It was reported that in (B)(6) 2016 the patient's system was removed due to an infection. The patient went on to receive a replacement system on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.